Manufacturer narrative:
The device was not returned. The implant was placed inaccurately; however, based on the provided information, there is no discrete evidence to support the device undergoing a malfunction. Possible factors that may have contributed to this issue could be a possible cause is a splint shift due to movement of the patient between the drill sequences. No additional patient injury was reported as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that after a dental implant procedure with the neocis guidance system (ngs) the user noted one implant was placed too close to another implant. The user removed and repositioned implant freehand. No additional patient injury was reported as a result of this event.